Event description:
The customer's father stated that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 569 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly during the prime test, a drop of insulin was observed exiting the end of the tubing. While attempting to troubleshoot with a new infusion set, the insulin pump could not escape the priming mode. It was advised that the customer revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.